Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed. The product was not returned. As per the clinical information provided, the root cause of the patient injury is patient condition. It was reported that there was bleeding all over that has occurred and there was no additional information that was provided that identifies as the potential cause for bleeding. Bleeding from access sites doesn't relate to impella 5.5 since the access site is not exactly identified. Hence, the root cause was patient condition and unknown relation to impella.

Event description:
The user facility reported a 55-year-old male with multiple cardiac comorbidities was implanted with an impella 5.5 device for mechanical circulatory support while decision made for either angioplasty or bypass surgery. The patient on impella support experienced bleeding from the access site and surgery was required for the patient to reach hemostasis. The pump supported successfully for over 72 hours til wean and explanted.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.